Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. Based on the device inspection results, investigation results, and internal risk summary tool, this supplemental report is to inform that upon further review, this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the phenomenon were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a leak was found originating from the bx channel and the connection locking pin. The plastic contained deep dents and the rubber glue was found cracked. The insertion tube had a buckle below the boot and the light guide had scratches. The angulation and control knob were found with broken left angle wires. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the strings broke on the wheel on a colonovideoscope. The issue occurred during a procedure. There was no patient harm or injuries reported. No additional information has been obtained.